Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient and the patient then experienced pericardial effusion. The lead measurements were all within normal limits. Remains in service. No additional adverse patient effects were reported.